Event description:
It was reported that this implantable pacemaker was suspected to have premature battery depletion (pbd). Furthermore, there were differing longevity estimates given over the last year. Requested data analysis from technical services (ts). The pacemaker appears to be normal on outputs and settings with no evidence of premature battery depletion (pbd). The device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).